Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that when completing groin access, the ice ultrasound catheter was inserted into the patient's right atrium. Prior to procedure, a scan of the pericardial space revealed a trace to small pericardial effusion. A final scan revealed a larger pericardial effusion causing the patient's blood pressure to drop. A periocardiocentesis was performed and 460 ml of blood was removed from the patient's pericardial space. The patient's drop in blood pressure was considered resolved and the patient was admitted to the hospital for observation overnight. The cause of the pericardial effusion was unknown. No additional information is available.